Event description:
It was reported that three out of four implantable pulse generators (ipgs) had failed as a result of the battery. Therefore these ipgs were removed and replaced with new devices. No patient complications have been reported as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.